Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist for a regular cleaning and was informed their gum line is receding due to association with their aligners. This may require a gum graft to be corrected. They were referred to a periodontist. Due to this the patient has decided to discontinue treatment with byte. A letter from their dentist has been provided. This is a contraindicated patient.